Manufacturer narrative:
We checked the returned unit and confirmed that the water nozzle missing glue. Based on the result, we concluded that it was caused due to the excessive force applied on the water nozzle. In addition, we confirmed that the light guide cable buckled, the water nozzle improper adjustment, and the suction channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail to pai as gfe, no response has been obtained, therefore we could not deny the possibility of the air/water nozzles fallen into human body. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).